Event description:
It was reported that the patient experienced a high blood glucose event on (B)(6) 2026, and the event was treated by manual bolus. It was also noted that the patient used an expired infusion set, which may have contributed to the high blood glucose.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.